Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During preparation for use for a diagnostic procedure, the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is damaged cable unit with scratches on its pins. Cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
During preparation for use for a diagnostic procedure, the subject device had no image. There were no reports of patient harm.